Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified, however it is likely the following led to the malfunction: the failure of the emergency light. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite xenon light source relayed an error code e207 (failure of emergency lamp). The issue occurred during reprocessing after the procedure. The customer reported no procedure delays occurred. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During evaluation, the reported issue was confirmed: the emergency lamp failed. In addition, a turret failure was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.